Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil was stretched and detached at the burr. The burr annulus failed to return for further analysis. Microscope inspection identified no further damage or defects to the device. When the rotapro advancer was connected to the rotapro console control system and the ablation button was pressed, the device stalled and did not run. The sound of air escaping the device could be heard during the stall. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled. Product analysis confirmed the reported event, as the device stalled during analysis due to the coil damage present and the sound of air escaping the device could be heard during the stall.

Event description:
Reportable based on device analysis completed on 07aug2024. It was reported that the advancer was leaking gas. The target lesion was located in the left main coronary artery. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the advancer was leaking gas. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis reveal that the coil was detached at the burr.